Event description:
Customer reported a malfunction on pump, displaying malfunction code 12, though there were no notable events prior. Customer¿s blood glucose level remained unaffected, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset pump, resolving the issue, with instructions to contact support if the malfunction reoccurs. No further malfunctions were reported after reset, and customer continued using pump.